Event description:
The reporter contacted animas on (B)(6) 2012, stating that the up arrow, down arrow, and ok keypad buttons were difficult to press. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/04/2016- additional information/device evaluation: the pump was returned and evaluated by product analysis related to another complaint file on 01/02/2013; therefore, the following results were obtained from the original investigation: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the keypad was observed to be torn. During testing, the contrast keypad button responded intermittently to user press, which has no effect on insulin delivery; all other keypad buttons responded properly. The keypad cover was removed, and contamination was found under all button contacts. (B)(4).